Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 156 and 76 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control tests were performed using both meters and the same test strips. All results were within the normal control range. No product will be returned for evaluation.